Event description:
Additional information received stated the patient had a follow up visit with the physician about one year after the surgery complaining of prolapse. When the physician examined the patient, no issues were noted. At the next follow up visit, the physician stated that the prolapse was very obvious, and that they were not positive when exactly the failure occurred.

Manufacturer narrative:
The follow-up is created to document conclusion of the investigation. No components were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of prolapse recurrence quality accepts the physician's observations as to the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The contract manufacturer (cm) was notified of this complaint. As no lot # was provided, investigation into the device history record was not possible. The cm did confirm that no corrective or preventive actions have been identified; nor any historical or ongoing issues noted. During production, all documentation and test results are checked to ensure they meet batch release criteria and therefore conform to required product specifications.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient underwent an uncomplicated laparoscopic supracervical hysterectomy (lsh), laparoscopic sacrocervicopexy for uterovaginal prolapse. The patient came to thee physician about one year after the procedure complaining of prolapse; however the physician did not see any issues at that time. Two years post-operation, the patient returned with a recurrent bulge and was found to have a "st iii cervical prolapse with c = +5." During the revision surgery, the mesh was found adherent to the vaginal wall. The mesh was appropriately attached, but the mesh was torn in the middle of the sacral extensions. The procedure was re-done by attaching the two mesh segments with an intervening permanent polypropylene mesh. The patient later reported constipation requiring a lot of valsalva pushing at some unknown time after the original surgery. The physician discussed options for the patient, and the patient agreed to a diagnostic laparoscopy and repeat sacrocervicopexy. The physician later noted the failure was attributed to the constipation. The physician also noted that the patient was average height and stocky (neither obese or thin).